Manufacturer narrative:
Product analysis: the hawkone was returned for analysis connected to a cutter driver. No ancillary devices were included. Visual inspection: the hawkone was removed from the packaging and inspected. The cutter was in the forward position and the rotating tip was located in the flush position. No damages or anomalies were observed to the distal assembly. The torque shaft was bent at an approximate 90 degree angle beneath the strain relief. The black jacket of the torque shaft was inspected. The hydrophilic coating of the hawkone showed uneven amounts or coating throughout the shaft. The coating appeared dull and porous where it appeared thicker and areas of the shaft were clear and smooth where to coating was either non-existent or thin. Functional testing: the torque shaft was run between two fingers and a rough surface throughout the shaft was noted. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a hawkone m to treat a 100mm plaque leison with little calcification in the mid right superficial femoral artery. The artery had a 6mm diameter and the vessel was non-tortuous. 90% stenosis was reported. The procedure used a 6fr non-mdt sheath and a 0.014" 6mm spider embolic protection wire. The vessel was not pre-dilated. When the device was removed for cleaning, the md noticed the coating was coming off of the drive shaft. The md pulled about 10cc¿s of blood from the sheath and flushed it on a blue towel and white flakes were visible on the blue towel. There were no particles visible in the spider fx filter. The h1-m was re-inserted and the case was finished without incident. No patient injury was reported.